Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient came to the clinic because the alarm sounded. Increased short interval counter, which could indicate oversensing, impedance changes, and non-sustained tachycardias were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but the insulation was breached cut and blood noted on distal conductor, outer overlay tubing, and helix; the analyst noted that there were two sets of setscrew marks on the is-1 pin and one set is too proximal, thus lead was not fully inserted into the device. This could cause an intermittent or possibly no connection to the connector ring; full lead returned and analyzed.